Manufacturer narrative:
An event of cardiac arrest, thrombus, endocarditis and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Images from the field indicated that the pre-operative images shows aortic regurgitation on color doppler, the intra-operative image shows the implant valve conduit without thrombus and the post-operative images shows thrombus within the conduit adherent to wall on a short and long axis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could be conclusively determined. However, from medical review: the exact cause of death is unknown, but likely related to the patient having active endocarditis and/or procedure related. The presence of thrombus on the valve and conduit may have been related to a low cardiac output flow state after the patient had a cardiac arrest while the patient was not fully anti-coagulated.na.

Event description:
It was reported that on (B)(6) 2023, a 27mm masters series hp valve was selected for an implant. Prior to the implant procedure, the patient was hospitalized (department of neurosurgery) for surgery of his spondylodiscitis. Intraoperatively, streptococcus gordonii and candida albicanes were confirmed. Antibiotics therapy with ceftriaxone, gentamicin and fluconazole was started. Echocardiogram revealed aortic native valve endocarditis with high-grade aortic insufficiency as well as high-grade mitral valve insufficiency. Computer tomography revealed ectasia of the ascending aorta, diameter 6.2 cm; surgery was planned for the following day. As the patient became dyspneic in the evening, emergency surgery was indicated. The initial postoperative course was without complications. When the patient was extubated, he was awake and adequately oriented. Four hours after extubating, the patient showed acute drop in blood pressure and saturation with immediate start of cardiopulmonary reanimation. Veno-arterial enables full circulatory and respiratory support (ecls) was indicated. As a stable spontaneous circulation could not be restored after a cumulative duration of 70 minutes, resuscitation measures were stopped. It was reported that the patient passed away on (B)(6) 2023. Transesophageal echocardiogram (tee) revealed distinct thrombi adherent to the mechanical valve and to the graft, thus indicating a thromboembolic event. The patient's activated clotting time (act) levels was 114 seconds, the heparin-perfusion was not started post procedure as the patient was just 7 hours postoperatively.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.